Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01156, 2134265-2018-01796, 2134265-2018-01797. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was a little bit proximal. They decided to recapture, but they were unable to recapture the device into the sheath. They were eventually able to come out of the appendage and partially deploy the device and then recapture it. The was and wds were both removed. An imaging sweep revealed no evidence of pericardial effusion a second was was advanced and positioned. They then advanced another 30mm wds and deployed the closure device. The device met all criteria and was released without complication. A post implant imaging sweep revealed no evidence of pericardial effusion. The patient was reported to be fine. It was further reported that when the patient was in the post anesthesia care unit (pacu), they were extubated and started showing signs of pericardial effusion with tamponade. A drain was placed and the patient was stable. The patient was discharged from the hospital two days post implant.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody, and the implant was received inside of the sheath. The hub, valve, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/abrasions), sheath damage (abrasions) with additional sheath damage (buckling) located at directly distal of the strain relief for a length 10 mm, numerous kinks in the sheath, core wire damage (kink) located 33 mm from the tip, and anchor damage. The damage to the tip, sheath (abrasion) and anchor are typical of a full recapture of the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the sheath (buckling at the strain relief) was typical of damage associated/found when the wds is not fully/properly snapped into the wad and deployment is attempted. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states:"retract access sheath and snap together as access sheath/delivery system assembly.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01156, 2134265-2018-01796, 2134265-2018-01797. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was a little bit proximal. They decided to recapture, but they were unable to recapture the device into the sheath. They were eventually able to come out of the appendage and partially deploy the device and then recapture it. The was and wds were both removed. An imaging sweep revealed no evidence of pericardial effusion a second was advanced and positioned. They then advanced another 30mm wds and deployed the closure device. The device met all criteria and was released without complication. A post implant imaging sweep revealed no evidence of pericardial effusion. The patient was reported to be fine. It was further reported that when the patient was in the post anesthesia care unit (pacu), they were extubated and started showing signs of pericardial effusion with tamponade. A drain was placed and the patient was stable. The patient was discharged from the hospital two days post implant.